Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the pump touchscreen was scratched. There was no reported impact to the customer's blood glucose level. The customer declined to provide information regarding the reported event.